Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd syringe had white filaments and dark particles floating within the barrel. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: three photos were received in the columbus plant for evaluation. The actual device is unavailable for evaluation. It is unclear what and where the foreign matter is in the photo therefore failure mode is not verified and root cause is undetermined. Batch number unknown, unable to do DHR/qn review. Root cause is unknown based on photo analysis.